Manufacturer narrative:
H6: investigation summary the maxzero was visually inspected and no defects were observed. The maxzero was then functionally tested. The customer's complaint that the needle free connector leaked was verified. The root cause of the leakage could not be determined traces of chemo remained even after the decontamination process and a full investigation could not be performed. This incident has been added to our database of reported incidents. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that maxzero needleless connector leaked on 5 occasions and had flow issues on 6 occasions. The following information was provided by the initial reporter: event 1: material #: mz1000-07 batch/ lot #: unknown it was reported that on 5 occurrences that the needle free connector leaked. Event 2: material #: mz1000-07 batch/ lot #: unknown it was reported that on 6 occurrences blood pooled which makes it difficult to flush. Verbatim 1: xxxxxxxx xxxx said that when she was flushing a port it sprayed/leaked out the sides, enough so that the patient complained. Also, with any line the blood pools in the blue part of the connector and makes it difficult to flush. Verbatim 2: xxxxx xxxxxx state that when collecting blood from all lines that the blood leaks out of the connector in between switching syringes. They both also report that with all lines that the blood pools in the connector making it difficult to flush out. Verbatim 3: xxxxxxx xxxx state that when collecting blood from all lines that the blood leaks out of the connector in between switching syringes. They both also report that with all lines that the blood pools in the connector making it difficult to flush out. Verbatim 4: xxxxx xxxxx said that when trying to give an IV push medication through a PICC line that medication leaks out around while the syringe is attached to the connector and the medication being pushed in. Also, it continues to leak out from the connector after you disconnect the syringe. Again, she reports blood pooling in the connector. Verbatim 5: xxxxx xxxx stated several concerns. She stated that she had a PICC line that leaked the other day, she thought the PICC line was malfunctioning until she realized it was in fact the connector. She said that the blood always (with all lines) pools and clogs in the connector. For that reason, she is having to change them out frequently and is concerned about infection risk. Verbatim 6: xxxxxxx xxxxxx had an issue with one in the vad this morning. She said it was on tight and it sprayed saline on the patient's shirt. We have the cap down here. Additional verbatim from initial source email: I have cc'd xxx xxxxxxxx, max zero rep and xxxxxx xxxxx, max zero educator on this email chain for the purpose of tracking events that happen with the max zero needless connector. Please list any leaking events that happen in relation to the max zero and huber needle sets or any device that it is connected to. Thank you all for the help.

Event description:
It was reported that (B)(4) maxzero needleless connector leaked and had flow issues. One occurrence was on 2021-01-08, and another 5 events with unknown dates. The following information was provided by the initial reporter: event 1: material #: mz1000-07, batch/ lot #: unknown. It was reported that on 5 occurrences that the needle free connector leaked. Event 2: on (B)(6) 2021- no curo caps in place. Cap was on tight. Sprayed on the patient when port was flushed.

Manufacturer narrative:
The failure mode consistently leaks. All events leaked and 5 events will be removed from the MDR since they now have dates and have been reported separately. 1 occurrence was on (B)(6) 2020 and another on an unknown date. The following fields have been updated with additional information: b.3. Date of event: (B)(6) 2021 b.5. Describe event or problem: it was reported that 6 maxzero needleless connector leaked and had flow issues. One occurrence was on (B)(6) 2021, and another 5 events with unknown dates. The following information was provided by the initial reporter: event 1: material #: mz1000-07, batch/ lot #: unknown. It was reported that on 5 occurrences that the needle free connector leaked. Event 2: (B)(6) 2021- no curo caps in place. Cap was on tight. Sprayed on the patient when port was flushed. D.4. Unique identifier (UDI) #: (B)(4). D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2021-01-29. F.10. Device codes: 1354. H.3. Device returned to manufacturer: yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that maxzero needleless connector leaked on 5 occasions and had flow issues on 6 occasions. The following information was provided by the initial reporter: event 1: material #: mz1000-07, batch/ lot #: unknown. It was reported that on 5 occurrences that the needle free connector leaked. Event 2: material #: mz1000-07, batch/ lot #: unknown. It was reported that on 6 occurrences blood pooled which makes it difficult to flush. Verbatim 1: xxxxxxxx xxxx said that when she was flushing a port it sprayed/leaked out the sides, enough so that the patient complained. Also, with any line the blood pools in the blue part of the connector and makes it difficult to flush. Verbatim 2: xxxxx xxxxxx state that when collecting blood from all lines that the blood leaks out of the connector in between switching syringes. They both also report that with all lines that the blood pools in the connector making it difficult to flush out. Verbatim 3: xxxxxxx xxxx state that when collecting blood from all lines that the blood leaks out of the connector in between switching syringes. They both also report that with all lines that the blood pools in the connector making it difficult to flush out. Verbatim 4: xxxxx xxxxx said that when trying to give an IV push medication through a PICC line that medication leaks out around while the syringe is attached to the connector and the medication being pushed in. Also, it continues to leak out from the connector after you disconnect the syringe. Again, she reports blood pooling in the connector. Verbatim 5: xxxxx xxxx stated several concerns. She stated that she had a PICC line that leaked the other day, she thought the PICC line was malfunctioning until she realized it was in fact the connector. She said that the blood always (with all lines) pools and clogs in the connector. For that reason, she is having to change them out frequently and is concerned about infection risk. Verbatim 6: xxxxxxx xxxxxx had an issue with one in the vad this morning. She said it was on tight and it sprayed saline on the patient's shirt. We have the cap down here. Additional verbatim from initial source email: I have cc'd xxx xxxxxxxx, max zero rep and xxxxxx xxxxx, max zero educator on this email chain for the purpose of tracking events that happen with the max zero needless connector. Please list any leaking events that happen in relation to the max zero and huber needle sets or any device that it is connected to. Thank you all for the help.